Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. Device not returned for evaluation.

Event description:
The subject was randomized into the (B)(6) study on (B)(6) 2015. The index procedure was performed on (B)(6) 2015. During the procedure, the 29 mm core valve was advanced over a safari wire that was positioned in the aortic annulus. However, echo revealed the subject to demonstrate severe lv dysfunction and sever mitral regurgitation that was thought possibly due to wire positioning. The core valve and the safari wire was retracted into the aorta. A further attempt was made at positioning the 29 mm core valve at the aortic annulus and deployment, once the subjects condition was stable enough to proceed. An arterial sheath was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 29 mm core valve. Post dilatation was performed. There was correct positioning of the core valve into proper anatomical location on (B)(6) 2015, post index procedure, the subject was noted to have left pneumothorax and respiratory acidosis. A chest tube was placed and the subject required artificial respiratory assistance through a ventilator to treat the events. On (B)(6) 2015, 1 day post index procedure, the subject was noted to have renal insufficiency. The subject was treated with medication. On (B)(6) 2015, 1 day post index procedure, the subject was noted to have neurological changes and was diagnosed with stroke. Neurological examination was performed revealing abnormal changes in cerebral function, reflexes, sensation and muscle strength with abnormal cranial nerves changes. On (B)(6) 2015, nihss performed was 23. The etiology of the stroke was ischemic with a diagnosis based upon clinical symptoms. On (B)(6) 2015, 2 days post index procedure, the subject experienced pulseless electric activity. Emergency bronchoscopy and electrocardioversion was performed to resuscitate the subject. The subject was also treated medically. On an unknown date, the subject was pronounced dead. Per (B)(6), the primary cause of death was neurological changes. .